Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on and made its usual startup sounds and alerts, but the screen was black. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that indicating that the device powered on and made its usual startup sounds and alerts, but the screen was black. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp tried to reseat all cables and swap out the power management (pm) printed circuit board assembly (pcba), but the issue remained. The asp then replaced the user interface (ui) assembly (rp-ui assy, w/o nav-ring, white, v60) and confirmed that issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.